Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she started getting alarms on insulin pump. The customer's blood glucose was over 400 mg/dl. The customer stated that she took a really cold shower and has been really thirsty. The product was not returned for returned for analysis.